Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported vitreous loss during an intraocular lens (iol) implant procedure and therefore, could not implant the lens. Reason for vitreous loss is unknown. Additional information has been requested.